Event description:
It was reported that during testing at the manufacturer facility insulation was missing from the the device, posing the risk of material being left in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the manufacturer facility insulation was missing from the device, posing the risk of material being left in a surgical site. There were no adverse consequences related to this event.